Event description:
Complainant alleged that during a shift check, the autopulse® platform made a squealing sound and displayed a user advisory (ua) 02 (compression tracking error) message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the top cover was damaged. The physical damage found during visual inspection is not related to the reported complaint that the platform made a squealing sound and displayed a user advisory (ua) 2 fault. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 9/2004). A review of the autopulse archive was performed and the reported complaint of user advisory 2 (compression tracking error) fault was confirmed. The archive data shows that multiple ua2 faults occurred on the reported event date of (B)(6) 2014. The archive also shows that user advisories 18 and 45 faults occurred on the reported event date. However, these user advisories are not related to the reported complaint. Functional testing was performed and the reported issue that the platform made a squealing sound and displayed a user advisory 2 fault was confirmed. It was found that the drivetrain assembly was at fault. Based on the initial investigation, the parts identified for replacement were the top cover and the drivetrain. In summary, the reported complaint was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective drivetrain. The physical damage found during visual inspection is unrelated to the reported complaint. The observed ua18 and ua45 faults in the archive data are unrelated to the reported complaint. The root cause for ua18 and ua45 faults could not be determined. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. User advisory 45 is an indication that the driveshaft is not at its home position when the autopulse is powered on. This user advisory will persist until the driveshaft is returned to its home position.